Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/14/2017. Device returned to manufacturer ¿ yes. Through follow up it was learned that this event involved a (B)(6) female patient. When the lens was explanted it was a standard incision, without vitrectomy or sutures. There was no post-op injury just normal corneal edema which healed after the surgery. Furthermore, it was noted that the event was not product related. The lens was explanted due to a refractive miss. Device evaluation: the device was returned to the manufacturer. Device inspection was performed using 12x magnification and the lens was observed scratched, most probably to make explant possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 21.0 diopter was explanted due to refractive surprise resulting in poor uncorrected vision. No further information was provided.